Manufacturer narrative:
System shutdown due to malfunctioned motherboard and hdd within the power supply module. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
On (B)(6) 2020, a field service engineer checked the system and cleaned the connectors and fans. The power functions were also checked and found to be normal. A problem was found with the motherboard of the user interface computer module. The field service engineer replaced the uic baseboard assembly and hdd with new parts. The system was released for clinical use. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that, during surgery, the system shut off by itself. There was no patient impact and the doctor restarted the system and continued the surgery.